Manufacturer narrative:
Pr (B)(6) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: when drawing up medication into the syringe, the plunger stopper failed and the medication leaked out down the plunger and onto the bench. Was patient or user harmed? If yes, please explain no patient or user was harmed what medication was used when leakage occurred? Amphotericin b liposomal (tillomed).